Manufacturer narrative:
The reported event of an amplatzer cribriform occluder deploying with a bulbous shape deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribriform was selected for implant. During the procedure when the device was deployed, a bulbous shape was formed. The device was removed from the patient and exchanged with another 30mm cribriform (lot # 7420350). The patient was hemodynamically stable throughout the procedure.